Event description:
Standard pressure bag in critical care areas and operating room/pacu that is used for cardiac a-line and central line transducers. The problem is the bag is hand pumped to about 300mmhg but does not hold its pressure. Operators report they routinely pump the bag back to 300 periodically during cardiac cases. Md also reports that after blood has been drawn from the a-line it needs to be flushed clear but this bag makes that a slow process. He also reports a-line dampening seen on our cardiac monitor. See scanned pages.